Event description:
It is reported that the bd¿ insulin pen needle the needles in the box cannot be used, they are too fragile, they brake all the time.

Manufacturer narrative:
Investigation summary: 35 sealed 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No. 325104. Visual examination was carried out on all 35 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It is reported that the bd¿ insulin pen needle the needles in the box cannot be used, they are too fragile, they brake all the time.